Event description:
Per oos, this device is in back-up mode and could not be programmed. Per technical services, our representative was unable to obtain a ram dump from this device on (B) (6) 2010 and was later replaced with a lumax 340 hf-t, (B) (4).